Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 30. Details of surgery: implant surface not completely covered with bone. On 2024-05-29, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.